Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done, reported issue was duplicated. The probable cause is due to a bent cannula during use.

Event description:
It was reported that an email was received regarding a cadd cleo infusion set. A line-blocked alarm occurred after the infusion set had been changed. The infusion set was initially replaced, and the cassette was later changed after the alarm appeared again. The pwd (patient with diabetes) sensor reading had risen to 314 mg/dl. The new cassette and infusion set produced the same alarm. During troubleshooting, the pwd discovered that the cannula had been bent. The pwd successfully changed the site and resumed insulin delivery. There was patient involvement; however, no patient injury was reported.